Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient had surgical repair of the hernia. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis cannot be completed. The cause of the reported issue can not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1994. The device will not be returned for evaluation. A review of the service history and device history was performed. There were no issues identified that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.